Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: findings: MDR: review was previously conducted for pr (B)(4). Results of this review disclosed: a DHR was performed on lot 7192991. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Set-up and in process samples (including but not limited to) for damaged component (grip, button, spring, hub), needle retraction by button activation and adhesive overfilled/drip as well as periodic cleaning/alignment of the glue grippers were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Observations and testing: observations and testing could not be performed because units were not received for investigation of this incident. Conclusions: confirmation of the defect stated in the pr could not be identified or confirmed and cause could not be determined, as the unit described in the product incident report was not returned for evaluation and testing. Therefore, there was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the defects stated in the pir. This incident is indeterminate. Corrections and CAPA: corrective action project / CAPA (#): a root cause could not be established. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that during four instances, when using a bd insyte¿ autoguard¿ shielded IV catheter, the button activated with the needle not retracting into the barrel. There was no report of injury or medical intervention.